Manufacturer narrative:
(B)(4). B5 - describe event or problem - additional information, d4 catalog no - correction, d4 serial no - correction/ additional information, d4 lot no - correction, d4 expiration date - additional information, d4 primary UDI number - additional information, h2 - type of follow up - correction/ additional information, h4 device mfg date - additional information, h5 labeled for single use - correction, h6 - additional information.

Event description:
It was reported that a signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).